Event description:
The customer reported to olympus that the gastrointestinal videoscope had an image problem due to a halo in the middle of the image. The device was returned for evaluation. During the device evaluation, it was found that the jet tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found the scope cover had leakage, the light guide cover lens was chipped, the charged couple device cover lens was chipped, the light guide bundle fiber had breakage, the connecting tube was buckled, the switch section key top one was damaged, the universal cord was buckled, and the up/down/left/right angulation system did not meet specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. E2/e3 fields were corrected. H4 was added, as it was not available at the time of the initial MDR submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the evaluation found liquid like foreign material in the auxiliary water channel, but the foreign material could not be identified. It is likely that due to a leak in the scope cover the device reprocessing could not be properly conducted and the liquid material could not be eliminated. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). The IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. The IFU states the preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.